Event description:
Healthcare professional reported an unspecified amount of time after injection in the nasolabial folds, corners of mouth, and marionette lines with one syringe of juvederm ultra plus xc, the pt experienced a delayed reaction characterized by warm lumps on the face at the top of the nasolabial folds by the nose and in the corners of the mouth. The lumps are about 1cm and the pt's face is swollen and described it as an inflammatory reaction. The healthcare professional prescribed the pt prednisone approximately 2 and half months after injection. Oral antibiotics and parenteral hyaluronidase were also administered 6 days after being prescribed prednisone. A culture was done; white blood cell count is no rmal and ana negative. Symptoms have improved, but are ongoing.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of warm lumps, swollen face, and inflammatory reaction are physiological complications and analysis of the device generally does not assist allergan in determining probable causes for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform. Device labeling addresses the reported events of edema nad inflammation as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting less than 7 days duration". Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising". Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvederm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache". "Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvederm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess". "Serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain". "The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks". Additionally there have been reports of nodules, infection, and inflammation. 'The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid's, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month". "The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days".